Manufacturer narrative:
Device evaluation is not necessary because the reported events have been determined as not related to vns therapy.

Event description:
It was reported that the patient developed an infection and hematoma above the vns generator site. The patient recently underwent vns generator replacement surgery. The patient was scheduled for surgery in order to drain the site. A review of device history records revealed that the generator was sterilized and passed quality control inspection prior to distribution. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.